Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined because there were no log data to review. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 11/02/2024. On (B)(6)2024, the patient was at a store trying to buy something when he felt confused and remembered that he was going to pick up his son. The patient passed out while driving. When he woke up, he was already on the side of the road in deep sweat and his head was too cloudy, he was trying to contact someone then his wife called and asked where he was. The patient wasn't able to check if his sensor was reading that time. The patient ate some donuts that he had in his car and then drove home. When he arrived home the cgm was displaying "brief sensor issue". Then the cgm reading eventually came back and it was displaying 199 mg/dl but he took a bg reading which was 75 mg/dl. After 10 minutes the cgm reading was 200 mg/dl and the bg reading was 110 mg/dl. He decided to replace it without performing any calibrations. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator during the time the patient was symptomatic. The reported glucose values fall within the c and b zone of the parkes error grid when the patient was home after eating donuts during the time they regained consciousness. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.